Manufacturer narrative:
(B)(4). K073528. The event is currently under investigation.

Event description:
A male patient had a birds nest filter insitu (unknown for how long or when it was implanted). Under CT, it was noted a part of the filter appeared to be penetrating the cava wall. No action taken in relation to this has been reported. According to the initial reporter, the device remains inside the patient and will not be removed. No additional procedures or adverse effects reported.

Manufacturer narrative:
(B)(4). Investigation results - the complaint device was not returned for investigation as it is still implanted in the patient. A full review of complaint history, instructions for use (IFU), quality controls, and product trends was conducted. The product lot number was not reported, so a search of production information and nonconformance data cannot be conducted. Without additional imaging it is not possible to determine the root cause of this incident. Product is inspected per quality control procedures to verify that the device is manufactured to specifications. The product is shipped with an instructions for use (IFU) which lists the anatomical requirements, warnings and precautions, and correct deployment procedure. The exact IFU is dependent on product size and placement approach. Without the exact device, we cannot determine the exact IFU. However, in each IFU, perforation of vena cava wall is listed as a potential adverse event. There is no evidence to suggest that the device was not manufacturing to specification. Cook (B)(4) will continue to monitor for similar events.

Event description:
A male patient had a birds nest filter insitu (unknown for how long or when it was implanted). Under CT, it was noted a part of the filter appeared to be penetrating the cava wall. No action taken in relation to this has been reported. According to the initial reporter, the device remains inside the patient and will not be removed. No additional procedures or adverse effects reported.